Event description:
During evaluation of a returned homechoice device, a high drain error 105 (night drain #5) alarm was identified in the log. The alarm occurred on (B)(6) 2014 at 09:05:21. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the issue was verified through the review of the event history logs. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. External/internal inspection was performed and passed. The cause of the issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.